Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-surgical procedure, it was discovered that the atrial lead had dislodged. The patient was in stable condition. The atrial lead was successfully repositioned on the same day, (B)(6) 2020. The patient was discharged home the following day.